Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of cautery pin detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable snare was used in the large bowel during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, post procedure, they were connecting or disconnecting the active cord the cautery pin of the snare detached. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rotatable snare was used in the large bowel during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, post procedure, they were connecting or disconnecting the active cord the cautery pin of the snare detached. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual analysis of the returned device showed that the cautery pin was detached and damaged. The complaint was confirmed, the cautery pin had detached. Improvements have been implemented since this device was manufactured. A review of the device history record (DHR) was performed and no deviations were found.